Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion into the patient's femoral vein in pediatric ICU, the guide wire bent at the tip making it impossible to use. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire became kinked during insertion was confirmed. The customer returned a guide wire and a catheter. No other insertion components were returned. Visual examination of the catheter revealed it was unused and not involved with this complaint. Visual examination of the guide wire revealed two kinks in the wire both at the distal end. Microscopic examination confirmed five sets of offset coils between the distal weld and the second kink. Microscopic examination also found that both welds were full and spherical. A manual tug test confirmed that both welds remain intact. The kinks were measured at 1.6 and 2.2 cm from the distal weld and the offset coils were present from the distal weld to 2.2 cm from the weld. The guide wire measured approximately 454 mm in the total length and exhibited an outside diameter (od) measured 0.517 mm. The returned guide wire was within specification for length and od per the guide wire graphic (length: 449.2 - 458.8 mm and od: 0.508- 0.533 mm). The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The device hist ory record review was performed and did not reveal any manufacturing related issues. Other remarks: since the guide wire is always inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.